Manufacturer narrative:
Block H6:IMDRF Device code A0501 is being used to capture the reportable event of Catheter Detachment.IMDRF Impact code F2301 is being used to capture the reportable event of Additional Device Required.

Event description:
It was reported to Boston Scientific Corporation that an OverStitch NXT was used in the stomach during an Endoscopic Sleeve Gastroplasty (ESG) procedure on (b)(6)2026. During the procedure, after several sutures had been placed, one of the catheters on the OverStitch NXT device detached from the device distal end. To remove the device, the placed sutures were cut using Ensizor scissors, and the device was removed along with the endoscope. A new OverStitch NXT device was prepared and used to successfully complete the procedure as intended. The event prolonged the procedure by approximately 20 minutes. There was no patient complications reported as a result of this event.